Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced occlusion at the tubing event on (B)(6) 2024. Blood glucose levels was high at the time of event. The patient took correction injection via multi-daily injections to address the event. Patient changed supplies as necessary and resumed insulin therapy. No further information available.